Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was incorrect. Reportedly, customer continued to use the existing cartrdige on the pump for insulin therapy. Customer's blood glucose level was 124 mg/dl.